Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during demonstration. Symptoms/ae: none. It was reported that physician trained in the use of the proglide device attempted suture deployment during demonstration of a sterile device from the hospital's inventory. Reportedly, a cuff miss occurred. There was no reported pt involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.